Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer's friend declined to troubleshoot. The insulin pump will not be retuned for analysis.